Event description:
Per the clinic, the patient had a decrease in performance. The results of an integrity test (date not reported) indicate multiple open electrodes. Only partial insertion was obtained during initial surgery. Patient was explanted (B) (6), 2009 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B) (4).